Event description:
Patient reported that the device generated a blood glucose result of 207 mg/dl, without having first applied blood or control solution to the test strip. Patient noted that blood may have previously flooded the optics. Patient indicated that no action was taken based on this result. Technical support requested the return of the suspect product and replacement product was shipped.